Event description:
Disposable cranial perforator w/hudson end 14/11 mmr # 200-271 dgr-o lot # 7585. Automatic "stop" mechanism do not engage during drilling of burr hole. Drill went through the dura and made contact with the brain. "Brain bruise" noted by surgeon.